Event description:
A male patient (age unknown) underwent a therapeutic egd procedure for gastric hemostasis while admitted as a patient in the hospital. The resolution clip device misfired when attempting the deployment sequence. The clip released from the catheter before grasping the tissue at the bleed site. A subsequent attempt to utilize another resolution clip device was not successful please note associated medwatch report.6000048-2006-00245 (attached) the procedure was successfully completed with use of a different device. This event had not have any impact to the patient's hospitalization. The patient did not sustain any reported complications or ill effects as a result of the deployment issue.